Event description:
Another MFR's stent was pre-mounted on this balloon catheter. During deployment, the stent partially deployed in the sheath causing a portion of the sheath to fragment in the pt. The balloon was lodged within the stent. Angiogram showed very sluggish flow in left iliac artery. The pt was transferred to the or for surgical bypass and retrieval of the stent, balloon and sheath fragments. The pt's condition is good. The device was destroyed by the user facility. Therefore, no failure analysis will be available. No malfunction of the device was noted. It was indicated this device was used to deploy another MFR's stent in the vasculature. This is a non-indicated used of this device. Directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended."